Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was consulted for further review of the stored daily threshold and impedance measurements. Upon review, the trend report showed steep rise in shock impedances from 65 ohms to 125ohms. Ts discussed possible causes and advised for further lead testing to be performed. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.